Event description:
It was reported that noise result in oversensing was observed on the right atrial (ra) lead. Ra lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. Lead provocation testing was performed and the event was reproducible. No additional intervention was performed. The patient was in stable condition and will continue to be monitored.